Event description:
Same case as MFR report #2134265-2009-01732. It was reported that during a percutaneous coronary intervention (pci) procedure, stent positioning issues and a balloon rupture occurred. The calcified target lesion was in the moderately tortuous proximal left anterior descending artery (lad). The lesion was predilated with a non-bsc balloon. A 2.5x24mm taxus liberte drug eluting stent was deployed in the proximal lad; however, a side branch of the proximal lad was jailed. An apex push monorail 8mm x 1.50mm balloon catheter was selected to dilate the stent struts jailing the side branch. The balloon was successfully inflated 2 times. On the 3rd inflation, the balloon burst below rated burst pressure. The balloon was able to be removed intact and the stent remained implanted in its intended location. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.